Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix lobe mechanism, and visual analysis revealed that the lead was damaged at implant.

Event description:
It was reported that during implant attempt the lead helix would not extend after multiple turns. The lead was removed and a new lead was placed. No patient complications have been reported as a result of this event.